Event description:
The customer alleged they received questionable cardiac troponin t sensitive test strip (tnt) results for one patient. The patient's initial sample had a tnt result that was interpreted as negative and it was reported outside the laboratory. The sample was sent to another laboratory where it was tested with the siemens troponin I high sensitive reagent. The troponin I result was 206 ng/l. On (B)(6) 2013, the patient had a second sample drawn and tested for tnt. The second result was also interpreted as negative and reported outside the laboratory. The sample was sent to another laboratory where it was tested with the siemens troponin I high sensitive reagent. The troponin I result was 227 ng/l. On (B)(6) 2013, both patient samples were tested in another laboratory on an analytic e module using the troponin t high sensitive reagent, which is not sold in the united states. The troponin t high sensitive result from the first patient sample was 128 ng/l. The troponin t high sensitive result from the second patient sample was 125 ng/l. The samples were tested again using the tnt test strips. A very faint line could be seen on each test strip and the results were borderline. The customer stated the patient was in a small country hospital for respite care when the event occurred. The patient was moved to a larger regional hospital and treated based on positive troponin I results. The patient was not harmed by this event. The customer stated a timer is not used at the small country hospital; they time the reaction by watching a wall clock. An investigation was conducted on retention tnt material with lot number 28125410. The results of all the results fulfilled the requirements. The customer returned two unused test strips from lot number 28125410. Visible detection lines and control lines were visible for the spiked samples. The results of all the measurements fulfilled the requirements. A definitive root cause could not be determined. Per the package insert, the result is positive even if the detection line is very faint.

Manufacturer narrative:
This event occurred in (B)(6).